Event description:
It was reported that the lv (left ventricular) lead appeared to move shortly after implant, and that there were high thresholds resulting in high lv outputs. The thresholds were able to be improved by a change in pacing polarity. The lv lead remains in use. The device was replaced due to eri (elective replacement indicator). The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. This report is based in-part on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): a high current drain condition was found during device analysis. Electrical analysis found the cause of the high current drain to be current leakage in the battery filter capacitors.